Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: post procedure. It was reported via trial that the evening after a left internal carotid artery stenting procedure, with thrombus present at the lesion, the pt experienced a stroke, was not alert, and had right side paralysis and severe aphasia. No treatment was given. Approx 3-4 days post-procedure, the pt returned almost to baseline. Four days post-procedure, the pt was discharged to home. There was no add'l info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u will be submitted with all relevant info.

Manufacturer narrative:
Internal file number - (B)(4). There was no reported product deficiency. The reported cerebrovascular accident (stroke) is a known adverse patient event listed in the xact instructions for use (IFU). It is likely that the hospitalization is a secondary effect of the reported stroke. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). The reported restenosis is a known adverse event listed in the xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to initial medwatch reports submitted additional information was received which stated the patient presented (B)(6) 2010 for establishing care for stroke had stroke with right-sided weakness and numbness the first was (B)(6) and second was (B)(6) carotid stent place in (B)(6) 2010 in left side, (B)(6) 2010 carotid ultrasound shows mild to moderate plaque in the right ica and moderate to severe in the left ica physician's assessment patient with stroke with right hemiparesis during the hospital stay in (B)(6), the date of discharge was six days post procedure and the patient was discharged to a nursing home on (B)(6) 2010.